Manufacturer narrative:
D10 concomitant products: 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36, (lot #d4g4684y); 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36, (lot #d4g4684y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, while removing the suture from the retainer and preparing the suture prior to patient incision, the three suture threads from multiple lots were breaking in the middle of the suture. An additional new suture was used without issue. There was no patient involved.